Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed but presented slow expansion problem. Additionally, the inner sheath was kinked, and the outer sheath was twisted. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent first flange failure to expand as the stent was returned partially deployed. The reported events of stent first flange difficult to position and device entrapment of device or device component cannot be established as these events happened during the procedure and cannot be replicated in the laboratory of analysis. Slow expansion rates can be negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. The investigation concluded that the additional observed events of inner sheath kinked and outer sheath twisted were most likely due to factors encountered during the procedure such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during an endoscopic transgastric drainage procedure performed on (B)(6) 2025. During procedure, the axios stent first flange did not expand and was not able to anchor to the walls of the pancreatic cyst. The stent was then attempted to be fully deployed; however, the stent got stuck in the release system. The device was then removed from the patient, and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during an endoscopic transgastric drainage procedure performed on (B)(6) 2025. During procedure, the axios stent first flange did not expand and was not able to anchor to the walls of the pancreatic cyst. The stent was then attempted to be fully deployed; however, the stent got stuck in the release system. The device was then removed from the patient, and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position.